Manufacturer narrative:
Approximate age of device - 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages were observed. Technical services reviewed submitted log file confirmed the pump stoppages. The patient had been intubated and placed in the intensive care unit. Additional information was requested, but not provided.

Manufacturer narrative:
The reported pump stop event was confirmed via the submitted log file. A direct correlation between (B)(4) and the reported right heart and renal failures cannot be conclusively determined. The submitted log file contained approximately 49 days of data, spanning from (B)(6) 2018 at 14:05 to (B)(6) 2018 at 13:03, and captured some intermittent elevations in power and estimated flow. At 18:11 on (B)(6) 2018 driveline disconnect alarms became active and the pump stopped for approximately 13 seconds. Once the driveline was reconnected, the device operated above the low speed limit for the remainder of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s intubation was not due to any device issues. It was reported that the patient was intubated due to right ventricular failure and acute renal failure. It was reported that the pump stoppages were due to the patient accidently disconnecting the driveline. The patient has been discharged home. No additional information was provided.